Event description:
It was reported that external pulse generator (epg) shut off on its own. The battery was replaced and it shut off again. The biomedical engineer at the hospital noted that the contacts need to be replaced and there was some corrosion on the positive contact. The epg is being returned for repair. There was no impact to the patient.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the device analysis results. The change is reflected in this report .

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported shut off of the epg (external pulse generator). The main printed circuit (pcb) was found to be out of specification. It was further determined that the battery contacts were in need of replacement, along with the case and liquid crystal display (lcd).

Event description:
It was reported that external pulse generator (epg) shut off on its own, while in use on a patient in the cardiovascular intensive care unit (cvicu). The battery was replaced, and it shut off again. The biomedical engineer at the hospital could not duplicate the issue but noted that the contacts needed to be replaced, and there was some corrosion on the positive contact. The epg was returned for repair. There was no impact to the patient.